Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 825629) inserted for female sterilization. The patient's medical history included hydrosalpinx, endometriosis and adenofibroma. Concurrent conditions included abdominal pain, difficulty breathing, hearing impaired, cramp in lower abdomen and discomfort. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 2 essure rings seen protruding from ostia into uterine cavity on both sides. Lot number: 825629, manufacturing date: 2011-02, expiration date: 2014-02. Most recent follow-up information incorporated above includes: on 22-jun-2021: mr received-new reporter, lab data, medical history, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.